Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneous accutni results generated by the access 2 immunoassay system for two patients. Two patients' samples were tested for accutni and gave results of 0.89ng/ml and 0.09ng/ml. The samples were then re-aliquoted and reloaded for the second run and gave results of 0.09ng/ml and 0.92ng/ml respectively which were discrepant to the original run. The samples were then run using a different reagent pack and gave results of 1.01ng/ml and 0.09ng/ml respectively. Upon repeat on a different instrument, the samples gave results of 0.88ng/ml and 0.09ng/ml which matched the first run of each sample. The erroneous results were not reported outside of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples were lihep plasma. Qc is run daily and customer has noted some erratic qc recovery. System checks run on (B)(4) 2009 and (B)(4) 2009 passed all specifications. A field service engineer (fse) was on-site. Fse performed hardware protocol, ran diagnostic testing and precision runs. All testing passed specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.